Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported from the physician, post stent graft implant, the patient had a fever. The patient was treated. There is no further information available. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Lack of information. - other (medical treatment).